Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that at the end of laser assisted cataract surgery in the right eye, the secondary wound was leaking and would not seal with hydration. The surgeon then decided to place a nylon suture. The surgeon ended up placing four sutures, until the wound finally sealed. A bandage contact lens was also placed on the eye. According to the surgeon, it is unknown whether the laser caused or contributed to the event. In a follow up, the surgeon reported that the patient was doing well postoperatively, the contact lens was removed, and there were no issues with her visual recovery.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).